Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was report that the item is unable to flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20125922 was performed. The search showed that a total of 24,003 units in 1 lot number was built on 11dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 21015167 was performed. The search showed that a total of 24,003 units in 1 lot number was built on 07jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 20125796 was performed. The search showed that a total of 24,003 units in 1 lot number was built on 09dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 21015169 was performed. The search showed that a total of 24,003 units in 1 lot number was built on 07jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 8 smallbore 6 inch ext vlv sets from lot 20125796, 2 sets from lot 21015167, 3 sets from lot 20125922, and 1 set from lot 21015169 had flow issues that made them unable to be flushed. The following information was provided by the initial reporter: "customer called in stating that item is unable to flush. Customer states that it has been an on-going issue for over a month."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125796. Medical device expiration date: 2023-12-08. Device manufacture date: 2020-12-04. Medical device lot #: 21015167. Medical device expiration date: 2024-01-06. Device manufacture date: 2020-12-21. Medical device lot #: 20125922. Medical device expiration date: 2023-12-09. Device manufacture date: 2020-12-07. Medical device lot #: 21015169. Medical device expiration date: 2024-01-06. Device manufacture date: 2020-12-21. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 smallbore 6 inch ext vlv sets from lot 20125796, 2 sets from lot 21015167, 3 sets from lot 20125922, and 1 set from lot 21015169 had flow issues that made them unable to be flushed. The following information was provided by the initial reporter: "customer called in stating that item is unable to flush. Customer states that it has been an on-going issue for over a month."